Event description:
Customer reported 1 false positive sars result for 1 asymptomatic(off-label use at time of report) patient. Confirmation testing with pcr was done, resulting negative.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.